Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was surgically revised due to device movement. This device remains in service. No additional adverse patient effects were reported.